Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was rest to the proper settings, so the original complaint issue was not able to be confirmed. Nothing was found to be broken on the display.

Event description:
Dealer states the unit has a broken display.